Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891101 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal solution for peritoneal dialysis. On (B)(6) 2012, the patient experienced peritonitis. The patient was hospitalized on (B)(6) 2012 and discharged (B)(6) 2012. The patient stated the cause of peritonitis was airborn. The patient was recovering. On (B)(6) 2012, the nurse provided additional information. The nurse confirmed fungal peritonitis, event start date, and hospitalization dates *identification of fungal organism was unknown. The event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.